Manufacturer narrative:
Customer's product has been requested back for investigation. A f/u report will be filed once an investigation is completed.

Event description:
Customer rec'd readings of 725mg/dl and 75mg/dl within 10 mins. The values fall into the "d" zone of the parkes error grid. No adverse event was reported.